Event description:
It was reported that this patient presented to the hospital after receiving inappropriate shocks involving this device. The device was reprogrammed and remains implanted. No adverse patient effects were reported.